Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving an unspecified high sensor scan result compared to a reading obtained on a built-in reader. Customer experienced being tired, wobbly and was unable to self-treat. Customer received unspecified medical treatment; however no further information was provided. There was no report of death or permanent injury associated with this event. A sensor reading of 301 mg/dl was compared against built-in reading of 58 mg/dl, the reported readings, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.